Manufacturer narrative:
During inspection and testing, the probe was found to be broken. Scratches were observed on the broken surface. Upon inspection of the broken probe, it was noted the crack was progressing from the scratches. In addition, the coating of the scratched area was peeled off. A review of the device history record found no deviations that could have caused or contributed to the broken probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the error occurred and the probe was broken because, during output activation in seal and cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. Due to ultrasonic vibration, the coating of the probe peeled off and scratches were generated. A force to activate output in seal and cut mode, or a force to grasp tissue, was applied to the probe causing cracks to be generated at the scratched area causing an error. A force was then applied to the probe causing it to break. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. In addition, the coating of the grasping section was partially peeled off likely due to dirt such as a burn being scraped off with something hard. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that, during a procedure, the subject device went into an error during dissection of the uterus. There was reportedly no metallic contact with another device. A probe check was done and the device remained in an error state. The procedure was completed using another similar device and there were no clinical consequences for the patient. The subject device was sent to olympus for evaluation. During inspection and testing, the probe was found to be broken. This report is being submitted for the malfunction found during evaluation (broken probe).